Event description:
Report received of a patient death while the pump was in use. At 4:15pm, the pump was programmed to deliver morphine 1mg/ml in the pca plus continuous mode at a rate of 1 mg/hr, 4 mg pca bolus dose, with a 6 minute lockout, and a container size of 100mg. The patient reportedly received 2 to 3 pca bolus doses after the initiation of therapy. At approximately noon the following day, the patient expired. The cause of death was unspecified. A pump history was downloaded at the user facility. The customer contact verified that the amount delivered to the patient matched the history printout. The customer indicated that "there was nothing that implicated that the pump or the morphine had anything to do with the patient's death." Though requested, the customer declined to provide additional information or a copy of the pump history.